Event description:
Dealer states the user alleges the chair still drives, but does not have any battery lights lit up.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.